Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell and others. A visual and microscopic analysis was performed which identified: sharp broken on posterior and stress marks. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an surgical impact opening. Additional, changed, and/or corrected data: a.6, b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii, and rupture. Device has been explanted.